Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome cannot be conclusively established through this evaluation. The submitted controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists hemolysis, bleeding, right heart failure, pericardial fluid collection, peripheral thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolisms as a potential late post-implant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an uptrend in lactate dehydrogenase (ldh). The cause of the elevated ldh was determined to be bleeding and tamponade. A review of the log file revealed multiple pulsatility index (pi) events occurring on 11feb2024 from 19:57:00 to 12feb2023 at 11:23:39. An echocardiogram was performed revealing severely decreased left ventricular ejection fraction. The position of the interventricular septum was bowed toward the neutral position. The aortic valve remained closed on all observed beats. There was moderate right ventricular dysfunction and moderate right ventricular dilation. There was a mobile echo density seen in the right ventricular apex. This was thought to be either a thrombus or tissue damage associated with the patient's history of right ventricular assist device or implantable cardioverter defibrillator. The patient's right ventricular failure and uptrend in ldh were treated with dobutamine, milrinone, and vasopressin. On (B)(6) 2024, the patient passed away due to right ventricular failure.